Event description:
It was reported, "femur had punctured through all layers of packaging therefore was not sterile."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.